Manufacturer narrative:
The event date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg over an extended period of time after allegedly experiencing difficulty recharging their ipg. In turn, the patient's ipg became inoperable and was explanted and replaced to address the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.